Event description:
Hamilton medical ag received the following incident description:g5 display shut down during o2 enrichment maneuver. Vent continued to deliver breaths to patient.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag complaint number is cer (B)(4). Investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: . **UDI related data quality updates only**. Field d4 was updated with full UDI information as requested. Updated fields: b4, d3, d1, d4, g1, g3, g6, h2, h4.

Event description:
Hamilton medical ag received the following incident description:g5 display shut down during o2 enrichment maneuver. Vent continued to deliver breaths to patient.